Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, frequency and route not reported) and streptavidin (1 gram, frequency and route not reported) for peritonitis. Treatment with antibiotics was ongoing. At the time of this report, the patient's cloudy fluid was clear and the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.